Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on an unknown date with blood glucose over 600 mg/dl. Customer's current blood glucose was 571 mg/dl, 134 mg/dl. Customer's current blood glucose was 414 mg/dl. The customer did experience any symptoms such as sick due to high blood glucose. The customer was treated with manual injection and insulin pen. Troubleshooting was declined for high blood glucose. Customer had been using insulin pump system within 48 hours of high blood glucose. Auto mode feature was not applicable at the time of event. . The insulin pump will be returned for analysis.

Manufacturer narrative:
Updated analysis summary by alfred santos on march 15, 2022. Retainer ring = black on (B)(6) 2021, the customer alleged was hospitalized for high bg, dka and pump under delivery. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. In further full review in the pump history on the event date of (B)(6) 2021, there is no unexpected alarms/suspends and the daily total of bolus insulin delivered are 15.2u. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Pump received with pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. In summary, pump passed all required testing. Unable to verify customer alleged for high bg and dka. Customer complaint not confirmed for pump under delivering. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads.(B)(4).